Event description:
It was reported that the left ventricular (lv) lead with this cardiac resynchronization therapy pacemaker (crt-p) had a potential loss of capture (loc) event. Technical services (ts) reviewed and could not determine in the stored event if the lv lead captured. In the presenting electrogram (egm), ts determined there was capture for both the rv and lv leads. This lead and device remain in service. No adverse patient effects were reported.